Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash prior to wearing the device and the lifevest contact was irritating or exacerbating the existing condition. The patient was given a prescription of fluocinonide from their physician at the hospital. During a follow-up, it was reported that the patient's irritation improved after using the prescribed ointment.